Event description:
Patient had loosening of tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: lot #. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds not other reported events against the provided insert product and lot code combination since its release to distribution. A search against the reported tibial tray was not possible as a valid lot code was not provided. A review of the device history records was not possible as a valid product and lot code combination were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.